Event description:
It was reported that an ilet bionic pancreas with serial number (B)(6) exhibited a progressively unresponsive sleep/wake button, culminating in failure to wake despite attempts to power on; the user switched to backup therapy and reported no blood glucose impact. Symptoms included no adverse clinical effects. Outcomes included no interruption of essential therapy as the user transitioned to backup therapy and no medical intervention. Investigation included technical support troubleshooting and user education. Investigation of this case revealed a mechanical or interface failure of the sleep/wake control that was reproducible and worsened over time. It was concluded that the device malfunctioned due to a hardware failure of the sleep/wake button.